Event description:
Two units had holes on top of plunger causing air to enter the catheter and consequently the body. This letter is in response to the above referenced product quality reports. The units in question were parts from thoracentsis catheter tray, catalog code 4341a. The lot numbers were listed as k3l325 and l5d025. Facility's complaint states: "items were found to have holes in the top of the plunger which caused air to enter the catheter causing air to enter the body." There were two thoracentesis catheters, two product package lids bearing the above listed lot numbers, and one set of instructions (part number 36-479d) rec'd for eval. Eval of the returned components revealed that the units were mfg as specified. Examination of the returned thoracentesis catheters showed the units had been used during a procedure. The rec'd units are completely intact. The unit upon use, should have the catheter branch locked into the needle hub. The catheter guard (tube) should be removed when the needle hub and catheter branch are locked together. The butterfly clamp should be placed into proper position. The steps that are described in the "directions for use" are essential and must be completed in order to have an air tight sys. As these steps were not taken during the procedure as evidenced by the intact returned catheters, the catheters could have in fact leaked air into the body. If any other pertinent info becomes available co will be happy to re-open the investigation at facilities request. Users concerns and opinions are essential to the allegiance goal of producting the highest quality products. Please accept co's apologies for any inconvenience that this situation may have caused staff or their pt .